Event description:
Device 1 of 2. Ref MFR report # 1627487-2013-19948. It was reported the physician implanted a model 3086 lead for a trial procedure. The lead was tested and all contacts were invalid. The lead was removed and a second model 3086 lead was implanted. The second lead was tested and all contacts were invalid. The physician implanted a model 3186 lead and was tested and all contacts are invalid. The 2 leads were left in place. The leads were tested post operatively and were normal. The sjm representative was able to program and the patient reported effective stimulation. The surgery was extended by 90 minutes. Follow up revealed the trial ends on (B)(6) 2013. Note the model 3086 leads were from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.